Event description:
It was reported that the patient's right ventricular (rv) lead would not properly extend and retract after dislodging during an implant procedure. The original rv implant lead was left in the patient, inactive and out of service. A replacement rv lead was subsequently implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).